Manufacturer narrative:
A review of tickets found no other complaints similar to the current complaint issue. The trend review by the product list number found no trends related to this issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lot 52656uq02 using world wide data through abbottlink was evaluated. The patient data in the field for the past year shows the total bilirubin patient population result median for the complaint reagent lot 52656uq02 and calibrator lot 43867fd01 is similar and within 1 sd of the overall median. This data suggests the total bilirubin product is performing as intended. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the clinical chemistry total bilirubin, lot 52656uq02.

Manufacturer narrative:
Correction to section suspect medical device, 4. Catalog # from 07p32-21 to 06l45-41 and the UDI # from (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Complete information for patient information, patient identifier, multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported that they are observing falsely elevated total bilirubin on their architect compared to what their sister site is getting on both patient results and controls. The example results provided were for 2 adult patients: (B)(6) on (B)(6) 2018 =1.9mg/dl (range = 0-1.2mg/dl) / sample sent to arup = 1.1 / previously on (B)(6) 2017 by roche = 1.3; (B)(6) on (B)(6) 2018 = 2.3mg/dl / sent to arup = 1.4 / previously in 2017 = 0.8 (unknown method). There was no reported impact to patient management.